Manufacturer narrative:
The bur subject to this investigation was not returned to the manufacturer for evaluation. Lot number information has not been provided to permit further investigation. The root cause is undetermined.

Event description:
It was reported via the customer that the bur broke. It was also reported that there were no adverse consequences as a result of this event. No further information was provided.